Event description:
Pt presented with tortuous anatomy. Although the pusher rod was fully advanced, the physician was unable to deploy the main body of a bifurcated device. The physician was unable to remove the delivery system and converted the pt to open repair. The pt tolerated the procedure and is doing well.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. Operational context contributed to the event. Pending device evaluation upon return.